Event description:
It was reported to boston scientific corporation that after throwing the first mesh leg through the sacrospinous ligament, during an anterior pelvic floor repair procedure, using a pinnacle anterior/apical pfr kit, the physician noticed the mesh leg was not within the correct fixation point of the tissue. Upon attempting to remove the mesh leg from the ligament, the needle detached and became lodged within the patient's sacrospinous ligament. The physician used her hands and hemostats in attempt to locate and retrieve the needle, but was unsuccessful and left the needle inside the patient. The physician completed the procedure with another pinnacle anterior pfr kit, without further complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.